Manufacturer narrative:
(B)(4).

Event description:
Procare: it was reported during a routine field service maintenance visit, a broken bur was observed inside the attachment. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.